Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a second hip revision surgery on 02/4/2019. The first revision is dated (B)(6) 2012. The original surgery is dated (B)(6) 2011. This revision surgery occurred because of reported instability and dislocation. During the revision, the 36mm x +0mm biolox delta ceramic femoral head was removed and replaced with a 28mm + 3.5mm biolox delta ceramic femoral head.